Manufacturer narrative:
The reported event occurred on a single server pdm 230v instrument with serial number (B)(6). The investigation was limited as data, including growth curves and other files, were not provided for analysis. A review of quality control data, complaint history, non-conformance records, and recent product changes did not identify any issues related to the reported event. The root cause of the discrepant results could not be definitively determined. However, it is possible that the pooling of six samples diluted the viral concentration near, at, or below the assay's limit of detection, resulting in a non-reactive result for the pooled sample. Resolution testing confirmed the sample as reactive for hbv. The reagents were investigated and ruled out as a contributing factor. The donation was discarded, and no further harm or delay in treatment was reported.

Event description:
The initial reporter alleged discrepant results for hepatitis b virus (hbv) testing using the kit s201 t-scrn mpx v2.0 96t us-ivd assay on the single server pdm 230v instrument. The customer reported that the hbv result was non-reactive when tested in a pool of 6 samples. Serology testing for hbv was reactive. Upon resolution testing, the individual sample was reactive for hbv with a cycle threshold (CT) value of 35. The blood donation was discarded.